Manufacturer narrative:
Correction statement was provided in h.11. Based on information received before an submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required.

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but one and half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision. Clinical reason being mentioned as myopic outcome. The iol was explanted and exchanged with an company lens in the secondary implant procedure. Additional information was received by stating, there was no further impact to the patient.